Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 has since opacified and was explanted & replaced and a vitreous aspiration performed about five years later. Prognosis marked as good. No further information is available at the time of this report.